Event description:
Coaxial temno evolution 16gx15 biopsy needle would not release biopsy specimen and we had to stop kidney bx and run to radiology dept to get another device. When looking at equipment, there was a piece missing.

Event description:
Coaxial temno evolution 16gx15 biopsy needle would not release biopsy specimen and we had to stop kidney bx and run to radiology dept to get another device. When looking at equipment, there was a piece missing.

Event description:
Coaxial temno evolution 16gx15 biopsy needle would not release biopsy specimen and we had to stop kidney bx and run to radiology dept to get another device. When looking at equipment, there was a piece missing.